Event description:
The reporter indicated that a 13.2mm vticmo13.2, -9.0/1.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is not marketed in the us. Claim# (B)(4).